Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india private limited (omsi) and not returned to olympus medical systems corp. (Omsc) for evaluation. Omsi found the following on the subject device. - temporarily disappear the image - no image due to ccd unit malfunction - cable uncoating - pin corrosion and deformation of coupler the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the ccd unit failed due to unexpected stress on the head section caused by the user's handling and the image was no longer output.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the endoscopic image of the subject device disappeared intermittently. There was no report of patient injury associated with this event.